Event description:
The customer reported the ventilator shut down. The ventilator was in use on a pt, and there was no pt harm. It is unk whether an alarm sounded at the time of the event. The respironics service technician reported when preparing to service the ventilator, a note was found attached to the ventilator indicating the ventilator went vent inop. The service technician was unable to duplicate a vent inop condition, and reported there were no diagnostic codes in the code log indicating there was a vent inop. The service technician reported there were diagnostic codes in the code log indicating an occlusion was detected by the ventilator which opened the safety valve (svo occlusion). The service technician performed backpressure testing on the exhalation filter and the pressure measured 30cmh2o, indicating an occluded filter. The filter was discarded. Performance verification testing was performed and passed per operating specifications.